Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the pump vibratory alert system was not working. This report is made based on the results of evaluation completed (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was examined and found that the battery compartment was cracked between the case seal and the battery cap. During testing, the pump was able to power on successfully but there was no vibration present. The pump was opened and the vibration motor pins were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).